Event description:
The physician used the pathway jet stream g3 2.1mm device for atherectomy of the superficial femoral artery lesions. The physician noted that the device passed easily. On x-ray it was noted that at the ankle there was a foreign object. On examination of the wire, it appeared that the distal tip had been sheared off. The wire tip was noted in the dorsalis pedis artery. The physician proceeded with a cut down procedure. Fluoroscopy confirmed the wire tip in the distal non dominant artery.the wire tip remains in the patient.